Manufacturer narrative:
The motor error occurred during the rewind process due to corroded motor home switch. The displacement test was unable to be performed due to motor error alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose levels and motor error alarm on the insulin pump. Customer's blood glucose reading was 505 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.